Event description:
It was reported that there was an issue with the product lx164r - cutting plier f/wire 470mm. According to the complaint description, the jaw of a cutting pliers broke during cutting a osteosynthesis rod spine (diameter 6 mm). The adverse event happened in 2019 during a spinal arthrodesis surgery for scoliosis. The surgeon noted the presence of fragments of metal in the patient and tried to remove as much as possible, furthermore a wash was done. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.